Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the return instrument test/evaluation (rite) ground bond failure test. The product analysis lab (pal) evaluated the device. External/internal inspection was performed and passed. A continuity test was performed between power entry module (pem) ground and door post and resistance passed specification when the screw was completely tightened. The cause for the ground bond failure was determined to be a loose door post set screw. Scrap the door post. Device was sent to servicing. If additional relevant information is received, a follow-up will be submitted.